Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer displayed a message indicating that data exports were disabled. And the application crashed upon launch. It was also determined on analysis that a crash was observed during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer displayed a message indicating that data exports were disabled. A check for updates was performed but no updates were available and the application crashed upon launch. The host tablet was rebooted but this failed to resolve the issue. Performance data from the mobile programmer was received and it was determined at analysis that the mobile programmer application crashed during use. There was no patient involvement.